Event description:
It was reported to philips that the device did not pass the operational check there was no patient involvement.

Manufacturer narrative:
The repair bench determined that this was a malfunction of the therapy port. The customer was given part number and pricing for a replacement therapy port. It has been concluded that no further action is required at this time.